Event description:
It was reported that burning smell was coming from the motor tubing kit of the compressor. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. Mains inlet and fuses was inspected, and no anomalies were found. Compressor motor tubing was not leaking but slightly melting from the coil spring. The foam cushion on the motor cover plate was burnt from the tubing coil springs. A new compressor tubing kit was installed on the motor and the compressor passed all functional and safety tests and was cleared for clinical use. The root cause of the reported event has not been determined.